Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 overheated and stopped working. Patient was not injured. No additional time was needed to finish the procedure. Another device was used to complete the procedure.

Event description:
The hospital reported that the vasoview hemopro 2 overheated and stopped working. The extension cord, adapter and power supply were not swapped. The pre-cautery test was performed and passed the test. Patient was not injured. The beeping sound was heard when the toggle was pulled back to activate the device. The device to time out maybe 20 minutes. Power setting at 3. No additional time was needed to finish the procedure. Another device was used to complete the procedure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,e1-email,g3,g6,h2,h3,h6,h11. Corrected section: e3. The device was returned to the factory for evaluation on 10/18/2025. An investigation was conducted on 10/29/2025. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "overheating of device" was not confirmed. The lot # 3000497951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.